Manufacturer narrative:
An extended investigation has been performed for freestyle librelink complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The user reported that the application was not working with the smartwatch and inquired if glucose readings could be viewed from the smartwatch. Smartwatch devices compatible with mirror notifications and support to view glucose readings or use the librelink applications on the smartwatch themselves. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer to report that the freestyle 2 app was not working with their apple watch in use with iphone 11, os version 16.1.1; app version 2.8.1.6120. The customer further reported being unable to self-treat due to unspecified symptoms and received glucagon and peach juice from their spouse for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer to report that the freestyle 2 app was not working with their apple watch. The customer further reported being unable to self-treat due to unspecified symptoms and received glucagon and peach juice from their spouse for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.